Manufacturer narrative:
Product ID: 8711, lot# j11510r08, implanted: (B)(6) 2003, product type; catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type; catheter. (B)(4).

Event description:
It was reported that there was no alleged product issue. However, the patient developed an infection post-operative. This required the explant of the pump and catheter which were both discarded and will not be returned. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.